Event description:
Caller reported high blood glucose level (more than 400 mg/dl). She attempted correction with pump but not successfully. Customer changed the accessories, attempted correction with pump again but no success. She then attempted correction with pen. Customer felt sick, nausea, etc. And she called the ambulance. The ambulance drove her to the hospital where she received stationary insulin perfusor treatment from (B)(6) 2014 to (B)(6) 2014. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.